Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that the customer experienced elevated blood glucose (bg) level of 579 mg/dl. The cause of elevated bg was unknown. A correction bolus via the pump was delivered to address bg. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.